Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom patient complained about five infusion sets that fell off during use. Event occured between 14-june-2024 and 25-june-2024. The infusion sets were in use for two days. Patient replaced infusion sets and resumed insulin succcesfully. No further information available.